Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was confirmed. It should be noted that the coronary dilatation catheters, nc traveler rx, instruction for use: states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was further reported that the balloon was not submerged in saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the located in the moderately tortuous, moderately calcified, proximal left anterior descending coronary artery. There was no resistance felt during the advancement of the 3.50 x 15 mm nc traveler balloon dilatation catheter (bdc) to the lesion. During the procedure while inflating the bdc the second time, the balloon ruptured at 13 atmospheres. The procedure was completed successfully with non-abbott balloon catheters and an unspecified stent. There was no reported clinically significant delay in the procedure. There was no adverse patient effect.